Event description:
It was reported that following the implant procedure of an implantable cardioverter defibrillator system, the physician observed atrial cross-talk over-sensing on the ventricular channel, which was unable to be resolved by reprogramming. X-ray imaging was performed which suggested that the right ventricular (rv) lead was positioned poorly over the atrium, which was also confirmed by a boston scientific technical services review. The physician programmed the device to monitor only over the weekend and on monday, the rv lead was successfully repositioned to resolve the event. During the procedure, the right atrial (ra) lead was also straightened to prevent further over-sensing. At this time, the rv and ra leads remain implanted and in-service. No additional adverse patient effects were reported.